Event description:
It was reported that the haptic of a cc4204a collamer plate lens tore as the lens was inserted. The lens was removed without any patient injury and another same model lens was implanted.

Manufacturer narrative:
(B)(4). Method: work order search. Results: visual inspection of the returned product showed a haptic was torn off and missing and there were tears in the optic. There was evidence of a clear surgical residue. Conclusion: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).